Event description:
It was reported that the luer of a small volume intermate broke while inside of the ¿pic line¿. This occurred while disconnecting the intermate from a patient after an infusion of 650mg of nebcine (non-baxter product) diluted with 100 ml of saline (non-baxter product). A leak reportedly occurred during this event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14j038 was manufactured between september 17, 2014 and september 22, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.